Event description:
It was reported that, "liner and head were removed and a 2099 constrained with a 28 + 5 c-taper head were implanted."

Manufacturer narrative:
Method: review of device history records. C-taper cocr lfit head 28mm/+10, cat# 06-2810, lot# 3796601 was also listed in this report. It cannot be determined which, if any of the reported devices may have caused or contributed to the reported revision. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The patient information was not available at the time of evaluation. Device history review for the confirmed eccentric liner lot code indicated the devices were manufactured to specification. The lot for the c-taper cocr lfit head could not be confirmed. The root cause could not be determined with the information provided at the time of evaluation. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.